Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles. The blood glucose at the time of the incident was unknown. The customer declined to speak with the helpline for assistance. The customer states they are an experienced pump user, but still encounter difficulties. She states the champaign bubbles are still present in the reservoir and has the occasional leak where the needle attaches to the reservoir. The customer state she also has difficulty keeping the quick-set on after a bad hypoglycemia or shower. Troubleshooting was not performed. The device will not be returned for analysis.